Event description:
It was reported that the recently implanted right ventricular (rv) lead, cardiac resynchronization therapy defibrillator (crt-d), and a (B)(6) lead were explanted. Additional information provided advised the (B)(6) lead had dislodged and was not capturing, and the rv lead had oversensing observed since implant. The products were replaced with no patient complications and will not return for analysis. Outside of the revision, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).